Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro was 'badly defective'. The jaws melted and there was smoke. No electrical issues were observed. A new kit was used to complete the procedure. There were no patient effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).